Manufacturer narrative:
The device and extracted balloon material were returned for investigation. Visual inspection of the returned device revealed that the balloon and the distal shaft were detached from the catheter. The detached balloon was returned for investigation in a plastic capped container. The balloon was observed to be fully inverted on itself and the distal tip of the advancer tube was severely damaged. Based on the information provided and the investigation performed, the probable cause of the balloon detachment could not be conclusively determined, however, blood in the inflation tubing may indicate that the balloon had ruptured or was separated from the proximal bond during deflation and prior to attempted removal. In that case, the balloon may not have been able to fully deflate and re-wrap to allow for successful removal from the advancer tube. Severe damage on the distal end of the advancer tube indicates excessive tension applied when trying to remove the device from the advancer tube. It is unclear if there was an attempt to remove the device as a whole in conjunction with the advancer tube, however, per the mynx IFU, if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. The review of the lhr (lot f0926108) indicated that the mynx device met all established performance specifications prior to shipment.

Event description:
It was reported by the aci sales professional on (B) (6) 2010 that a male patient underwent a diagnostic heart catheterization procedure on (B) (6) 2010. No anti-coagulants were given during the procedure. The physician, a trained user of the mynx, used the device for femoral arterial closure following the procedure. It was reported that post deployment, the physician was unable to remove the balloon from the advancer tube. After several failed attempts, they were able to remove the device however, the balloon and tip were reportedly dislodged. No pedal pulses were detected therefore a contralateral angiogram was performed on the right leg. An opaque blockage above the right knee was visualized. The patient was sent to surgery where the vascular surgeon retrieved what was reported as the balloon and tip of the device from the patient's artery. The patient was admitted and was reported to have been discharged on (B) (6) 2010 or (B) (6) 2010 without further clinical sequela (the exact discharge date could not be obtained).